Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited that the image guide hose marking has disappeared. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that defect found during device inspection (marking disappearance/peeling on the insertion tube), was due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use (IFU) which state: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects, or other irregularities". Olympus will continue to monitor field performance for this device.